Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The symptom was not verified through a review of the event history log. The reported condition was verified. The device was found out of specification in relation to the reported symptom of device wont ask for tubing which was reproduced when evaluation opened the door. The device did not display the load set screen because it did not recognize an open door. The cause was determined to be a failed upper latch switch. The upper auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not ask for the tubing. There was no patient involvement. No additional information is available.